Manufacturer narrative:
Other relevant device(s) are: product ID: 3550-80, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2019. The lead which was implanted several years ago could not be connected to the new ins. The lead was not maintained into the ins. Several attempts were made with the dynamometric screwdriver coming from the box of the ins, all were unsuccessful. There were no environmental/external/patient factors that may have led or contributed to the issue. Another dynamometric screwdriver was used and it solved the issue. The issue was resolved at the time of report.